Manufacturer narrative:
This event occurred in (B)(6). Sample material is no longer available for investigation. Several "abnormal aspiration" alarms were observed on the customer¿s alarm trace data. The sample probes had never been replaced; the instrument was installed in 2020. The last preventive maintenance visit was on (B)(6) 2020. On (B)(6) 2020 the field service engineer (fse) cleaned and adjusted all the sample probes, checked rinse levels, gear pump pressure and cuvette wash station functioning. After adjustments, the fse ran precision tests between both c503 units and the results were similar for both systems. The customer had no further issues. The issue was solved by the maintenance performed by the fse.

Event description:
The initial reporter questioned low results for 1 patient tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on 2 cobas pro c 503 analytical units with serial numbers (B)(4) (instrument 1) and (B)(4) (instrument 2). The initial result from instrument 1 was < 4.8% with reagent lot 472019, expiration date 31-aug-2021. On (B)(6) 2020 the sample was sent to an external laboratory where it was tested by capillary electrophoresis and the result was 6.5%. A new sample was obtained on (B)(6) 2020 and the result from instrument 2 was 4.81% with reagent lot 459185. The expiration date was not provided. The customer complained of low a1cx3 results for other patients tested on both c503 units. No specific results were provided. No questionable results were reported outside of the laboratory.